Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. The failed motor assembly was replaced.